Event description:
It was reported to boston scientific corporation in 2008, that a tandem xl ercp cannula device was used on the same date. According to the complainant, "the physician passed a guidewire through the device during preparation, felt resistance and noticed that the device had a kink 4cm from the tip." Reportedly, the procedure was completed with another tandem xl ercp cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation; it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.